Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, guidewire, and packaging. The device was visually inspected and found to have been in unused condition with no visible signs of blood. No damage or issue was identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected properly, and no issue was identified with device connection. The complaint was unable to be confirmed for an assembly issue. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hbrt.

Event description:
The user facility reported that the physician was unable to get the dilator to snap into position with the insertion sheath. The physician had to hold the dilator to the sheath to insert the device correctly. Once dilator/sheath was placed, the angio-seal was deployed correctly. The patient was in stable condition, and the procedure was a success. The blood loss was less than 250cc's. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
Explanted date: device was not explanted. Reporter occupation: lead tech. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.